Manufacturer narrative:
Citation: costa et al.  Coronary cannulation following tavr using self-expanding devices with commissural alignment: the re-access 2 study.  Jacc cardiovasc interv. 2024 mar 25;17(6):727-737. Doi: 10.1016/j.jcin.2023.12.015. Epub 2024 mar 6. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding coronary cannulation following transcatheter aortic valve replacement (tavr) using self-expanding devices with commissural alignment.  The study population included 127 patients who were predominantly female with a mean age of 83 years.  Multiple manufacturer¿s devices were implanted in the study population; 80 patients were implanted with a medtronic evolut r (n=22), evolut pro (n=26) or evolut pro+ (n=32) bioprosthetic valve.  Among all patients adverse events included: severe misalignment of tavr, and unsuccessful coronary cannulation after tavr.  No further information was provided pertaining to medtronic products.